Manufacturer narrative:
Testing and investigation found the device audibly alarmed on startup with malfunction alarm s321 (motor error) and "battery recondition". Further testing, found the device touchscreen was responsive when pressed, but key alignment was off. The touchscreen was recalibrated and the key alignment issue was resolved. The probable cause of the customer reported touchscreen calibration being off was due to contamination caused by fluid ingress found on the bottom of the touchscreen. The probable cause of the malfunction alarm s321 observed during testing was a broken rtv seal on the motor. This was due to either the rtv being under-applied to the specification, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the touchscreen calibration was too far off. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.